Event description:
It was reported by service report that when brake is engaged, surgistool moves, brake is not holding. Rubber brake pad is missing. No pt involvement or adverse consequences are reported.